Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the (B)(6) 2015 for further investigation. During the investigation the fse adjusted the overflow sensor adjustments. The fse tested the overflow sensor and all results were good. Instrument is functioning as intended and released. The most probable cause for this event is the wash probe sensor. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On the (B)(6) 2015 the customer reported bf overflow sensor 1 failure. The customer indicated that the probe was replaced yesterday. There was no excess fluid or disconnected tubing observed by the customer. Customer requested service in order to address the reported issue which resulted in delay reporting of results for lh ii and fsh. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.